Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze. They hard rebooted the device, but it remained at the boot screen and would not fully boot up. Nihon kohden technical support advised them to remove each hdd and try booting the device. Neither hard drive was working. They then changed out the cns with a spare cns to remonitor the patients. It has not yet been decided whether the device will be sent in for evaluation. Nihon kohden will submit a supplemental report in accordance

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze. They hard rebooted the device, but it remained at the boot screen and would not fully boot up.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze. They hard rebooted the device, but it remained at the boot screen and would not fully boot up. Nihon kohden technical support advised them to remove each hdd and try booting the device. Neither hard drive was working. They then changed out the cns for a spare cns to re-monitor patients. The customer sent the unit in for evaluation. The unit has since been cleaned and evaluated. The reported problem of "cns application would not respond" was duplicated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. The unit has been shipped back to the customer.